Event description:
It was reported that during a stent procedure, the stent would not track down the guide wire and when the stent delivery system (sds) was removed, the tip was missing. The tip of the sds was removed on the guide wire. The procedure was completed with another sds and the same guide wire. Reportedly, there was no patient injury.